Event description:
It was reported, a lactosorb panel was implanted in 2009. The panel was removed four months later, due to what the doctor described as infection and inflammation caused by a foreign body reaction to the implant.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.